Event description:
I had multiple symptoms including severe dry eyes and mouth, migraines, lymph node swelling, jaw inflammation, positive ana blood test, pain, fatigue, immune and mental health problems from 14 year old allergan saline filled silicone shell breast implants. First capsular contraction occurred in left breast after placement between 2008-2012, second time bilateral implants were removed en bloc revealing the capsule deformed the left implant on (B)(6) 2022. Homogeneous pattern. FDA safety report ID# (B)(4).